Manufacturer narrative:
Additional information (03/21/2016): siemens healthcare diagnostics has confirmed a software defect which, in a very specific set of circumstances, results in the dimension vista system omitting an aliquot probe rinse between sample aspirations when processing tubes in sample racks that are front loaded on the dimension vista system. Urgent medical device correction (umdc) vsw16-01.a.us was sent to customers in the united states in march 2016 and corresponding urgent field safety notice (ufsn #vsw16-01.a.ous) to all outside us dimension vista customers. The umdc and ufsn are entitled "dimension vista system may not perform aliquot probe rinse." The umdc and ufsn describe the software defect, what samples are not impacted, the risk to health, and actions to be taken by the customer to minimize or eliminate the impact of the software defect.

Manufacturer narrative:
A siemens headquarters support center (hsc) specialist reviewed the instrument data and determined that an aliquot rinse cycle was missed after a false transition error. The instrument data showed that the sample aliquot timing was outside of specifications for the dimension vista software aliquot timing. Siemens healthcare diagnostics is investigating the issue.

Event description:
Discordant, falsely elevated potassium (k), blood urea nitrogen (bun) and enzymatic creatinine(ecrea) results were obtained on one patient sample on a dimension vista 500 instrument. The initial results were reported to the physician(s). The patient was admitted to the emergency room (ER) based on the initial results. The sample was redrawn in the ER and tested on the same instrument, resulting lower. The corrected results were not reported to the physician(s). The patient was discharged. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated k, bun and ecrea results.